Event description:
In 2009, the patient reported that he went to the hospital the day prior, due to elevated blood glucose. He stated that he was not on infusion therapy at the time of the incident. His primary infusion device had been replaced due to a defective down button and he had not yet received the replacement device. He does not have a backup infusion device. The patient did not provide additional information. The infusion device was previously returned.